Manufacturer narrative:
Additional mdrs associated with this event: 3025141-2019-00352: screw 1. 3025141-2019-00353: screw 2.

Event description:
While implanting a wrist spanning plate, the surgeon was inserting two screws in the distal holes in the plate. Both screws broke off, leaving half the screws in the patient's bone. There was a 15 minute delay in surgery as a result.